Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported that by dealer that the irc5po2 concentrator will not alarm.

Manufacturer narrative:
Unit repaired by independent repair center. Per irs received (B)(6) 2015, reason for repair is unit alarms not functional. The underlying cause is a short circuited power switch.

Event description:
It was reported that by dealer that the irc5po2 concentrator will not alarm. Per independent repair center irs received (B)(6) 2015, reason for repair is unit alarms not functional. The key failure is a short circuited power switch.